Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hypoglycemia event and went to the emergency room (ER) on (B)(6) 2025.the patient received emergency medical services(ems) on (B)(6) 2025.the blood glucose level was 45 mg/dl at the time of event. Patient experienced the symptoms of no control on everything and urinate on himself at the time of the event. No further information available.